Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The pt had surgery for sacrocolpopexy and fixation of vaginal prolapse and stress urinary incontinence. The product was implanted on (B)(6) 2010. American medical system's monarc device was also implanted on this date. There were no complication during surgery. Post-op the pt had backache and was treated with motrin and percocet. On (B)(6) 2011, the pt had bladder frequency, vaginal pressure and some protrusion and was given a pessary. On (B)(6) 2011, the prolapse cuff had healed and there were no other issues. On (B)(6) 2012 the vagina was intact, there was recurrent prolapse and non-specific pain. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not know what the pt's current condition is. Limited info has been confirmed by a health care professional